Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The FDA reported via FDA¿s medwatch program that they were hospitalized for diabetic ketoacidosis. Blood glucose was not provided at the time of the incident. It was not reported if the customer was using the auto mode feature. No further details were given. Customer was in intensive care unit for 2 days. The insulin pump is not expected to return for analysis.